Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a tego connector with list number d-1000 where it was reported by the dialysis staff that the device was ¿not flushing¿. The issue was noted during use on patient; someone became aware of the issue when observed by clinical staff as part of dialysis procedure. No medication was used with the product. The product was not reprocessed or re-sterilized prior to use. There was patient involvement but unknown delay in therapy, no adverse events, and no one was harmed in the reported event.

Manufacturer narrative:
D9 - date returned to mfg: 6mar2025. Investigation summary: received one (1) used list# d1000, tego¿ connector, appx 0.05 m as received, there is visible damage to the top seal of the tego, as well as damage on the silicone seal near the locking posts. Complaint of not flushing can be confirmed. A device history record lot# review could not be conducted because no lot number(s) was/were identified. The probable cause of the damage to the silicone seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application a corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.